Manufacturer narrative:
The pump was received with a detached end cap sticker. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the detached end cap sticker. The pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump had a missing end cap sticker, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error and delivery anomaly on their insulin pump. The customer's blood glucose at the time was 76mg/dl. The customer states the buttons are also unresponsive. The customer mentioned having dropped the pump the night before during a set change. The customer's blood glucose level at the time of incident was 168mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.